Event description:
It was reported that the patient had fallen and broke some ribs. Attempts to interrogate the device were unsuccessful. Technical services advised explant. The patient's condition had changed to a bradycardic heart rate so the doctor elected to explant the subcutaneous implantable cardioverter defibrillator and implant a transvenous one. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device had no telemetry and emitted no tones. The pulse generator case was removed and the circuitry was tested and visually inspected. The cause of the no telemetry condition was a depleted battery assembly. The cause of the depleted battery assembly is unknown as the hybrid assembly operated normally when power was applied.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had fallen and broke some ribs. Attempts to interrogate the device were unsuccessful. Technical services advised explant. The patient's condition had changed to a bradycardic heart rate so the doctor elected to explant the subcutaneous implantable cardioverter defibrillator and implant a transvenous one. There were no additional adverse patient effects.